Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). It is alleged that the patient underwent revision surgery on (B)(6) 2009. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). It is alleged that the patient underwent revision surgery on (B)(6) 2009. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2003 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of bard flat mesh. Per op notes, "incision to the left groin, a bard flat mesh was placed using sutures." On (B)(6) 2009 - patient was diagnosed with recurrent inguinal hernia thereby underwent repair with removal of mesh. Per op notes, "there were multiple sutures and mesh distally was removed."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b6, b7, d3, d4 (product lot no., product catalog no., UDI no), d.6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.